Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. Contamination was also found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim/faded display screen. The keypad buttons were also found to be intermittently responsive and require multiple button presses to elicit a response. Contamination was also found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.